Manufacturer narrative:
Pump passed displacement test, operating currents, self-test and off no power test. No battery out limit alarm noted. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and a battery out limit alarm. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.